Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a 703 failure code was confirmed but not reproduced. The root cause of the reported condition was determined to be corrosion of pump head module (phm). The phm was replaced to fix the reported condition. Additional information: the software version for this device is vista minor (5.04.00). A service history review revealed that this device was previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a 703 failure code. The event was reported to have occurred during delivery/testing in the bio-med department. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Initial MDR correction for event description: the event was reported to have occurred during delivery in the general patient ward.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).